Manufacturer narrative:
On the previously submitted report, initial report sent to the FDA in section e was incorrect.  It is corrected on this report.

Event description:
The manufacturer received a voluntary medwatch (mw5106128) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles, emphysema and lung cancer. The patient required lung surgery to remove a section of her upper right lung lobe, as a result of lung cancer. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.